Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had also lost their programmer. The patient had an ¿epidural isis¿ a couple of weeks prior to the report where their doctor went into their spine and added some ¿ingredients¿ to try and ¿chop down¿ the patient¿s scar tissue so that their stimulation might work better. The patient¿s device was doing something but it wasn¿t covering the same area that it was supposed to cover. The patient¿s doctor thought the scar tissue might be preventing the stimulation from working as intended. The device had not been covering the area the patient intended since (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), product type lead; product ID 37092, lot # 287 970001, product type accessory; product ID 3550-39, lot # n299403, product type accessory; product ID 3778-60, serial # (B)(4), product type lead; product ID 3778-60, serial # (B)(4), product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 3550-39, lot # n299403, product type accessory; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37092, lot # 287970001, product type accessory. (B)(4).